Manufacturer narrative:
Although there is no claim against the product, an investigation was completed to determine the cause of the RMA. The long bipolar grasper instrument was analyzed and was found to have thermal damage on the bipolar yaw pulley. A portion of the yaw pulley was missing as a result. The size of the missing piece is approximately 0.050¿ x 0.070". Upon visual inspection, there was no damage observed on the conductor wire and the instrument passed electrical continuity.

Event description:
The long bipolar grasper instrument was an incidental return. No allegation was made against this product. Intuitive surgical, inc. (Isi) followed up with the customer and no further information was available.